Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that, customer reported an insulin flow block alarm while priming and also experienced hyperglycemia with a blood glucose value of 409 mg/dl at the time of the event. No other symptoms related to hyperglycemic event was reported. Customer treated the event with manual injections and insulin pump. Troubleshooting was performed and found a crack on the retainer ring. It was unknown whether customer was using insulin pump system with in 48 hrs of reported event and the auto mode feature was active or not. No further patient complications were reported. The insulin pump will not be returned for analysis.